Manufacturer narrative:
The customer performed their own troubleshooting over the phone with beckman customer technical specialist (cts). The customer found that the calibration had failed and not knowing, they released the low patient results out of the laboratory. The customer resolved the issue by implementing the system verification checkoff and adjusting their laboratory maximum allowable values. The customer verified analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining critical low patient results for potassium (k) on their dxc 700 au clinical chemistry analyzer. Thirty (30) patient results were reported out of the laboratory. The customer indicated there was a change in patient treatment. However, when followed up, the customer did not know how many patients¿ treatment had changed and no details regarding the treatment. The customer indicated patient samples were repeated on another au analyzer with results were normal and amended. As of 15mar2023, no additional information was provided. There was no report of death associated with this event. The customer did not provide patient demographics. Only provided an example of low results.